Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for a few seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.